Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as due to hand contact contamination. The peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information was available.